Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had no therapeutic results. There were no trauma or falls that could be related to the issue. The patient didn't think it was working properly and it had not been helping their symptoms since implant on (B)(6) 2016. The patient pretty much had to time themselves so that they went to the bathroom every hour and it didn't do this with the last implant they had. The patient was on program 2 and had tried raising the amplitude to 2.7v. The patient was going to try increasing stimulation and see if it helped their symptoms. The patient was not able to connect with the antenna, but could connect without the antenna. The patient was able to connect with "lack service." This just started on (B)(6) 2016. The consumer further reported that their lack of therapy had been resolved. The patient went to their urology health care provider's (hcp's) office. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.